Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber card was not permitting fiber function and the touch screen fails when trying to increase coagulation at 0 joules. The case was continued using a second fiber. The fiber card was again not permitting fiber function and the touch screen failed when trying to increase coagulation. The case was completed by turp. Patient or user outcome: "no damages to patient."